Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed unexpected restart, it beeped three time and the reservoir icon on the display showed it was empty. Customer didn't know her blood glucose level. Troubleshooting was performed. The device also had external ram crc error alarm recorded in the alarm history. The unexpected restart alarm did not occur before programming temporary basal. Customer was advised to monitor the device and settings were not deleted from the device. Customer is not returning the device for further analysis.